Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and loosening involving a triathlon femoral component was reported. The event was not confirmed. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patients' daughter reports that after patients' primary surgery , patient was experiencing excruciating pain and has been on pain medication since. Bone scan showed hardware was loose so doctor performed a revision surgery on (B)(6) 2013.

Event description:
Patients' daughter reports that after patients' primary surgery , patient was experiencing excruciating pain and has been on pain medication since. Bone scan showed hardware was loose so doctor performed a revision surgery on (B)(6) 2013

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.